Event description:
It was reported that during a right hip scope surgery, labral repair they can't see through the scope. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope had no image. A visual inspection was performed and showed the scope to have distal tip and fiber damage. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during the surgery the can't see through the scope. A backup device was used to complete the surgery. No significant delay or patient injury reported.